Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redq3857 showed no other similar product complaint(s) from this lot number.

Event description:
It reported the patient was admitted to the hospital for "recurrent fever for 1 month, nausea, vomiting, and acid reflux for 1 day". The patient underwent femoral vein puncture catheterization on (B)(6) 2021. During the operation, it was found that the guide wire in the dialysis catheter was difficult to remove, and the dialysis catheter was twisted, which caused heavy bleeding during the operation. The dialysis catheter was removed, and the operation area was pressurized and bandaged to stop bleeding. After the above treatment, the operation area bleeding stopped. Replace the surgical site again and perform femoral vein puncture and catheterization again.